Manufacturer narrative:
No patient involvement. Vent date: date of device breakage is not known. Implant and explant dates: device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 01.oct.2007. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the standard insertion handle is missing a piece of metal from the post at the bottom of the angled piece. Issue was discovered pre-surgery while testing on an unknown date. Preliminary review of the returned device revealed the tang is broken off. No patient or surgery involvement. This report is for one (1) standard insertion handle this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The 03.010.045, lot number 1736848, standard insertion handle was returned and reported to have a broken piece. This condition is confirmed; the distal anti-rotation tang has sheared off the remainder of the insertion handle. This complaint condition was likely caused by over nine years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 03.010.045 standard insertion handle is an instrument routinely used in the titanium cannulated tibial nail system. The device was manufactured in 10/2007 and is over nine years old. The balance of the returned device is in fairly worn condition with some markings and signs of wear along its length. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.